Manufacturer narrative:
Event date: date inaccurate, only the month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient used to have 3 groups on their controller, but accidently deleted group c last week; group c was no longer on their controller. They had talked to a representative about deleting the group, and the representative and patient would be meeting in the future to get the group back on the controller. When they spoke to the representative the previous week, they helped the patient adjust therapy settings in group a. The patient was redirected to their healthcare provider to further address the issue. Additional information received from a representative. The representative clarified that the patient did not delete their settings; the settings were lost unexpectedly. The cause of the issue was unknown and the issue was not resolved.